Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, post procedure during the administration of the nutritional supplement, a plastic fragment was noticed inside the feeding adapter tube. The plastic fragment caused a blockage in the tube; the administration of the nutritional supplement was completed with a new feeding adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, post procedure during the administration of the nutritional supplement, a plastic fragment was noticed inside the feeding adapter tube. The plastic fragment caused a blockage in the tube; the administration of the nutritional supplement was completed with a new feeding adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that there was some type of material folded up inside the distal end of the funnel connector where the syringe is placed for injection through the tube. The plastic could not be removed. The funnel was cut down the side and opened partially. The proximal end of the tubing was found to be 1.5 centimeters past the step in the mid section of the funnel. The proximal end of the tubing had been crushed and folded down into the distal end of the syringe opening of the funnel connector. The tubing was found to be attached to the sidewall of the distal end of the funnel, most likely from the gluing process during manufacturing. The condition of the returned unit was consistent with the complaint incident that there was a plastic fragment inside the tube. During the evaluation the proximal end of the device tubing was found to be inside the syringe funnel. It appears that when the syringe was placed in the funnel connector it caused the excess tubing inside the syringe port to fold over, which most likely led to the blockage issue noted by the customer. The most probable root cause is manufacturing. (B)(4).

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)